Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn c-cover and the coating on the insertion section serpentine tube was peeling off (1mm² or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of c-cover has a burn is presumed that the incident occurred due to the use of a high-frequency device without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.